Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The product packaging was visually examined. The pouch had been opened and a device and compliance chart were inside. The compliance chart had writing on the back. No other issues or damage were found on the pouch, carton, or device. The complaint investigation conclusion code is manufacturing deficiency as problems traced to manufacturing process. Further internal investigation is being completed to address this issue.

Event description:
It was reported that device sterility was compromised. During preparation of a 3.50mm x 12mm nc emerge balloon catheter, it was noticed that there was a handwritten note on the back of the internal sterilized packaging. The device was not used and the procedure was completed with another of the same device.

Event description:
It was reported that device sterility was compromised. During preparation of a 3.50mm x 12mm nc emerge balloon catheter, it was noticed that there was a handwritten note on the back of the internal sterilized packaging. The device was not used and the procedure was completed with another of the same device.